Event description:
Pt with port placement in 2002, no problems. Referred to fluoroscopy for port check in 2002, catheter portion found to be fractured. Port removed 6 days later. Upon examination, catheter found to be broken in two places.